Event description:
Surgeon broke in surgery. Had backup available.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned reflection ball joint screwdriver shafts confirms the failure description is correct as the head of the screwdriver has broken off from use. The product was manufactured in 2015 and this device exhibits signs of significant use and wear. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.